Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device prompted a "replace batteries" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.